Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial. Subsequently, the patient underwent a revision approximately 7 years later due to periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 010000661 lot# 6597450 g7 pps ltd acet shell 48c. Cat# 110024461 lot# 985750 g7 dual mobility liner 38mm c. Cat# ep-200144 lot# 496710 act artic e1 hip brg 28x38mm cat# 00801802803 lot# 64284449 femoral head +3.5x28mm dia. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were {update/corrected}.updated: d4; g3; h2; h3; h4; h6no product was returned or pictures provided; visual and dimensional evaluations could not be performed.review of the device history records identified no deviations or anomalies during manufacturing.medical records were not provided.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.